Event description:
Info received indicates the side rail cable wire tie broke, the cable was pinched and three wires were cut.

Manufacturer narrative:
The facilities biomedical engineer was given the part numbers to replace the side rail cable.